Manufacturer narrative:
An optease filter was found to be fractured. There is also foreign body material in the heart (not a clot) which the physician does not believe it to be related to the fracture of the filter. The physician confirmed that the embolization was caused by an interventional wire from a previous procedure and not the cordis filter. The patient is symptomatic. Medical records are not available. Information about the placement of the filter is not available and there is no ¿absolute proof¿ that it is fractured or even a cordis filter. At this time, the device remains implanted in the patient and was not returned for analysis. A DHR could not be conducted as the sterile lot number was not provided. The reported ¿filter - fracture¿ could not be confirmed as films were not provided for review and the device was not returned for analysis. The exact cause of the reported fracture could not be conclusively determined. Based on the limited information available for review, factors contributing to this event could not be determined. Although reports of adverse clinical sequelae from filter fractures are rare, filter fracture is a potential complication of vena cava filters during both deployment and implantation and is noted in the IFU as such. Procedural factors and anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without films of the reported event there is not enough information to draw a definitive clinical conclusion between the device and the reported event. There is no evidence of manufacturing or design issues that contributed to the event and no corrective action will be taken at this time.

Event description:
Optease filter was found to be fractured. There is also foreign body material in the heart (not a clot), the physician does not believe it to be related to the fracture of the filter however. The physician confirmed that the embolization was caused by an interventional wire from a previous procedure and not the cordis filter. The patient is symptomatic. Medical records are not available. Information about the placement of the filter is not available and there is no absolute proof that it is fractured or even a cordis filter.